Event description:
On (B)(6) 2012 the reporter contacted the animas corporation and claimed that the down arrow button was unresponsive. The reported stated that since (B)(6) 2012 the down button needed a more forceful press for a response and as of (B)(6) 2012 the down button had become unresponsive. The reporter denied any trauma or moisture exposure to the pump. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed that the "up" key was intermittently unresponsive and the "down" key was unresponsive. The keypad was peeling from bottom to "up" key. The keypad was removed and contamination was noted under all key contacts. The "down" key contact inverted.